Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to noise sensed in the primary vector. It was noted the patient had previously received an inappropriate shock when programmed to alternate vector. Technical services discussed assessing the system position and header connection via x-ray. No adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to noise sensed in the primary vector. It was noted the patient had previously received an inappropriate shock when programmed to alternate vector. Technical services discussed assessing the system position and header connection via x-ray. No adverse patient effects were reported. Additional information was received indicating x-rays showed the electrode to be located directly over sternal wires and an electrode revision was recommended. No adverse patient effects were reported.